Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, no connection could be made to the internal device, and the issue could not be resolved. The implanted device remains.

Manufacturer narrative:
(B)(4)